Event description:
The operation channel was not unobstructed and could not pass the biopsy forceps. The biopsy process was smooth after replacing the scope. The patient was not affected. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The device was used for medical test. No harm was caused to the patient. When through biopsy forceps, the resistance was large, which was most likely caused by the deformation of the operation channel by long-term use. The scope was repaired by the third party and returned to the hospital.